Event description:
Reporting status: death. Reporting rationale: st elevations and ventricular tachycardia resulting in death. Device issue: no device malfunction has been reported. It was reported that the case started at 11 am in 2009 and involved a mid rca lesion that was first predilated with another company's balloon catheter and then a xience v 3.0 x 18 mm was deployed at 14 atm for 23 seconds. No post-dilatation was performed. No intravascular ultrasound (ivus) was performed. The results were satisfactory and the pt was fine. Later on, the pt experienced st elevations and ventricular tachycardia and coded. CPR and chest compressions were done from the pt's room back to the cath lab. However, once on the cath lab table the pt died. The right femoral was shut down and the left femoral was inaccessible due to previous interventions. The pt died at 1 am the following day. It is suspected, but not confirmed that there was acute thrombosis at the stented site. It is unk if thrombus was present prior to the procedure. The pt was on plavix prior to the procedure and post procedure had a bolus of 300 mg plavix. The asa info is unk. During the procedure, the pt was on angiomax. No additional event or pt info is available.